Manufacturer narrative:
(B)(6). The device was manufactured august 22, 2017 ¿ august 23, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. For flow related issues a functional flow test must be performed on the actual device to verify the flow rate accuracy of the device; therefore, the reported problem could not be objectively confirmed via the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. This was noticed by the nurse performing changeover, after being attached to the patient for 24 hours. The device was filled with 10800mg benzylpenicillin diluted in an unspecified volume of 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.